Event description:
It was reported that the wake button was not working, requiring the customer to press the wake button multiple times. The customer experienced an elevated blood glucose of 650 mg/dl. The customer administered a correction injection to address the elevated bg. During troubleshooting with tandem technical support, it was found that the wake button was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.